Event description:
It was reported that the system was not allowing cine runs. The rus revealed a cine disk not available message. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power connector was reseated during the service call. The system was tested and found to be working as intended and put back into service.